Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for unable to operate with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had a safety feature issue. This was discovered before use. The following information was provided by the initial reporter: when caring for a patient in the radiology department, the manipulator took a catheter and after opening the box, realized that the device securing the needle after use (yellow part) is shifted to one side of the wing. Delayed care for the patient. Change of microperfuser of the same batch visibly unaffected.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had a safety feature issue. This was discovered before use. The following information was provided by the initial reporter: when caring for a patient in the radiology department, the manipulator took a catheter and after opening the box, realized that the device securing the needle after use (yellow part) is shifted to one side of the wing. Delayed care for the patient. Change of microperfuser of the same batch visibly unaffected.